Event description:
The pt (18 y.o. Female) was admitted via the emergency dept with a diagnosis of dehydration, diabetic ketaacidosis, dyspnea, and headache. Her blood sugar level was 309. Once admitted, pt had one IV infusion pump going, infusing d5 1/2 w/ 20 meg kci at 150 cc/hr. A second infusion pump (one in question) was set up about 0955 hrs to infuse humulin r insulin 100u/ml in 0.9% nacl (50ml bag). This was placed as primary line, and rate set at 1cc/hr, with orders to continue increasing rate in order to keep pt's blood sugar level between 200 and 250. When nurse went into room at about 1100 hrs to determine if rate needed to be changed, pump was beeping, and indicated it was set to pump on secondary line, no primary line as originally set. Pt and family were questioned whether anyone had adjusted pump, but this was denied. Second pump also had secondary line capped off, and was giving an error message stating, "air in line". Nurse reset pump to primary line and changed vtbi (volume to be infused) back to 44-48 ml. At 12:50, nurse went back into rrom to adjust rate, and found pump had once again reverted to secondary line. This was reset again to primary line, and nurse left to check pt's labwork. Nurse returned a few minutes later and found that vtbi indicated 24 cc had been infused (20-21 cc left on vtbi out of 50 cc bag). Depsite insulin infusion, pt's blood sugar level continued to climb, to 395 at 1210 hours. Pt received new orders, and was transferred to the intensive care unit at about 1347 hours. Pt's glucose level was reduced to 233 at 1600 hours, then 191 at 2010. Pt remained in ICU for two days for further stabilization. She was moved back to regular unit on 3/31 and discharged to home on 4/1/1999, with a discharge diagnosis of diabetic ketoacidosis with acute infection due to acute tonsillitis, resolving.